Event description:
It was reported from the us that during an orthopedic surgery an instrument broke. During the tibial procedure the metal prong from the tibial handle broke off and fell into the patient¿s joint capsule. Later in the procedure, the scrub tech noticed the prong was missing from the handle and it was removed from patient, issue free. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
(B)(4). Device was received for analysis. Eng eval completed on (B)(6) 2020 by (B)(4). (B)(4). Findings: per CAPA (B)(4), pins on truliant tibial trial handle disengaged and/or bent; and may not properly mate with size 5/6 tibial shim instrument. Corrective action taken: a scar was issued to the supplier the manufacturing error (lack of proper press-fit). Design changes were implemented and validated to enhance the pin welding process and enhance rigidity of the pins ((B)(4)). Most likely underlying cause/root cause: per CAPA (B)(4), it was concluded that the manufacturing deficiencies of an insufficient laser weld and the use of a slip fit (vs specified press fit) reduced the efficacy of the pin-to-main body adhesion, resulting in the pin disengagement. The dimension of the original design may have an interference mating with the size 5/6 tibial shim instrument. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. The metal prong from the tibial handle broke off and fell into the patient¿s joint capsule. Later in the procedure, the scrub tech noticed the prong was missing from the handle and it was removed from patient. There was no reported patient adverse event. Per CAPA (B)(4), it was concluded that the manufacturing deficiencies of an insufficient laser weld and the use of a slip fit (vs specified press fit) reduced the efficacy of the pin-to-main body adhesion, resulting in the pin disengagement. The dimension of the original design may have an interference mating with the size 5/6 tibial shim instrument.